Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No daily total anomaly was noted.

Event description:
The customer called to report being hospitalized twice in four days for diabetic ketoacidosis. The customer reported blood glucose levels of 400 and 389 mg/dl for the events. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the daily totals did not match up correctly with the bolus and basal rate delivery. Advised the customer that the insulin pump would be replaced. Nothing further was reported.